Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the right ventricular lead implantation was attempted, but was unsuccessful due to dislodgements. It was further reported that excessive turns were required to extend the helix and tissue was noted in the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.